Event description:
It was reported that the pump battery could not be charged, causing the pump to shut down. Reportedly, the customer was using a tandem-provided wall adapter with a non-tandem provided charging cable to charge the pump. The customer's blood glucose (bg) level was 626 mg/dl. The customer addressed bg with a manual injection. The customer reverted to an alternate method of insulin therapy.